Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot#: (B)(6), h6: multiple fdd/annex a codes were reported. A0902 was coded for monitor was turning to black. A1102 was coded for displaying several scripts. A0719 was coded for system unexpectedly shut off. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while on the registration screen, the system unexpectedly shut off. The site was facing away from the navigation system, and when they turned back around, they found that the monitor was displaying several scripts, before turning to black. The site rebooted the system manually and proceeded with the case. During troubleshooting, the manufacturer representative (rep) performed a battery test. Both carts remained on for close to 10 minutes. Both battery percentages read 100% while plugged into wall power, and both battery percentages stayed above 70% during the test. However, when the rep plugged the system back into wall power, the main cart battery percentage did not immediately go to 100%. Starting at 83%, the battery percentage slowly crept upwards. Due to the fact that the system displayed a series of scripts before shutdown, technical services believed it was likely that the system experienced error 64, and the site was facing away from the system during that time. The site saw the system go down, and immediately pressed the power button to bring the system back up, giving off the impression that the system had shut down, rather than rebooting itself. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, the complaint was not confirmed. Logs captured five sessions on the issue date, and there were no core file or segmentation faults captured. In the second session, the logs indicated, "received message to shutdown and power off." Prior to this, the "upsd" service logs documented a transition from "on battery" to "shutting down" due to exceeding the 600-second threshold. This suggested that the battery power duration was exhausted, leading to the system shutdown. It was suspected that the system was not receiving adequate power, which may have contributed to the reported behavior. However, the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Previously reported codes, b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.